Manufacturer narrative:
This device is not distributed in us so that 510k is blank. At this time, the target endoscope is not specified. Therefore, we submit MDR for all endoscopes owned by this customer. We checked the pictures and it looks like teflon. White silicone is used to seal between fittings. When this glue dries, it looks like a low resistance white paste. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Stretchable white filaments found in operator channels and in aer connectors. All i10c scopes were sold on (B)(6) 2022. This event occurred at the time of reprocessing. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: as a result of the investigation completed on july 27, 2023, it was considered possible that the foreign material found was part of the cs6021t (cleaning brush), but the user did not purchase the cs6021t. We also found no defects in the product. Based on the above, we conducted another decision tree on july 28, 2023, and determined that this complaint was not reportable to MDR report. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
G6: follow up #1. H2:if follow-up, what type? Additional information. The pentax medical emea responded to a good faith effort request via email on 25-may-2023 that the model name is incorrect. Therefore we submit a supplemental report with the model name corrected. The invesgtiagtion is in-process. If additional information becomes available, a supplemental report will be filed with the new information.